Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred occasionally between (B)(6) 2025 and (B)(6) 2025. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.